Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) vad disconnect alarm was logged on 27/jun/2024 at 12:34:06, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported drop event resulting in a driveline disconnection. The vad disconnect alarm cleared at 12:42:58, indicating that the driveline cable was connected to the controller. A subsequent motor start event was logged at 12:43:04. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarm event may be attributed to a physical disconnection of the driveline from the controller due to the reported dropping of the controller, as described in the event details. The most likely root cause of the controller drop event can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 11-oct-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's controller fell and the driveline came out from the controller resulting in ventricular assist device (vad) stop and vad disconnect alarms.  During review of log file data it was noted that this patient is in subgroup 3 which has a higher risk of pump delay to restart or failure to start.  The vad and controller remain in use.  No patient complications have been reported as a result of this event.